Event description:
Caller reported an occlusion alarm, but alarm number could not be verified in pump history. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin; tandem technical support planned to complete a pump system check.